Manufacturer narrative:
(B)(4).

Event description:
It was reported that the triad shock lead impedance had been fluctuating and reached an out-of-range measurement higher than 150 ohms. Defibrillation threshold testing (dft) was performed and all vectors were within normal limits except the distal to proximal lead coil , which was 165 ohms. The physician elected to keep the programming in the single coil configuration. Testing showed the lead insulation was intact. At this time, this right ventricular lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the triad shock lead impedance had been fluctuating and reached an out-of-range measurement higher than 150 ohms. Defibrillation threshold testing (dft) was performed and all vectors were within normal limits except the distal to proximal lead coil , which was 165 ohms. The physician elected to keep the programming in the single coil configuration. Testing showed the lead insulation was intact. At this time, this right ventricular lead remains in service and no adverse patient effects were reported.